Manufacturer narrative:
Unable to prime during prime and system sensor test due to faulty pressure sensor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump monitored and tested with no weak battery alarm noted. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose 220 mg/dl at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.